Manufacturer narrative:
(B)(4). Date sent: 1/30/2025. Corrected data d4: UDI#. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for finished device lot 24186. A nonconformance was identified ((B)(6) in the legacy torax nonconformance system). The nm was related to out of specification washers, which is related to one of the potential failure modes for the malfunction identified in this complaint. The product was release per approved rework under (B)(6). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4) date sent 12/31/2024 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2024. D6a: exact implant date is unk. Assumed first day of the month and first month of the year. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was that the patient had the link installed in 2019 and the link is now broken.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2024. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what was the exact date of implant? (B)(6) 2019. What symptoms lead to the discovery of the discontinuous device? When did they begin? Consistent cough and discomfort, not sure about anything else. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. I don¿t have the images. What is the device lot number? Lot# 24186, sn# (B)(6). Was the device initially effective in controlling reflux? I believe so, they didn¿t mention anything different. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Not sure. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Not sure.